Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not stay closed. The field service engineer (fse) found that the auxiliary drawer was lodged due to an open cubie pocket, preventing it from closing. The fse opened the back panel, closed the cubie pocket from behind the drawer, and installed new slide bumpers on the slide rails. The customer successfully recovered the failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer did not stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.